Event description:
The appendix was stapled at the base with a 45 mm purple endo-gia stapler. Next the mesoappendix was divided with two 45 mm gold endo-gia staple loads. During this laparoscopic procedure in the abdomen, the md noticed a foreign object in the abdominal cavity. Removed it. Finished procedure with no harm. Consistent with piece from stapler. All three staple products entered as it is unknown what product the small piece of material came from.